Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaks at the connection between the medication tubing and the filter during multiple patient infusions. The occlusion alarm necessitates the nurse to either change the lipid filter or to discontinue the lipids early under the direction of the licensed independent practitioner. There was no report of patient harm.

Manufacturer narrative:
Gtin/UDI number for item 20129e, lot 16106275 is (B)(4). Correction: delete pri tubing from concomitant products of initial report. The customer¿s report of a leak between the tubing and the filter was not confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause could not be determined.

Event description:
The customer stated the specific number and dates of the events was not known.